Event description:
A customer reported an issue with a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided comprehensive guidance on resetting the pump, and after the reset, the error did not recur. The customer was able to successfully start their sensor session.